Event description:
According to the facility in (B)(6) 2024, during an "obstetric procedure (c-section)", a piece of the lap sponge "tore" and required removal from the patient's abdomen.

Manufacturer narrative:
According to the facility in (B)(6) 2024, during an "obstetric procedure (c-section)", a piece of the lap sponge "tore" and required removal from the patient's abdomen. Per the facility the procedure was able to be completed and at this time there has been no report of injury related to the reported incident. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.